Event description:
It was reported that the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector. The system operates as intended.